Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was not successfully implanted due to presenting abnormal impedance measurements. No resulting adverse effects and the lead is intended to be returned for analysis. Another lead of same model type was selected to complete the procedure and implanted without complications. The lead was later returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was not successfully implanted due to presenting abnormal impedance measurements. No resulting adverse effects and the lead is intended to be returned for analysis. Another lead of same model type was selected to complete the procedure and implanted without complications. The lead was later returned for analysis.